Event description:
The following has been reported: customer reported: the ed nurses are reporting some issues with the newly stocked ivenix pump tubing. The lot number is fa23j09376, made in dominican republic. The nurses report that the tubing does not prime well, and sometimes they are having to syringe pull to get the tubing to prime all the way, even when vented. No reports of patient harm or stopping an active infusion. Reporting as a conservative measure. No adverse effects were reported. Further information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified.